Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the system displayed multiple error code 32056 on universal side manipulator (usm) arm 4. The customer received phone assistance from the technical support engineer (tse). Prior to the call, troublleshooting was attempted through a system power cycle; however, the issue persisted. Review of the site¿s system logs confirmed the occurrence of multiple error code 32056 on usm arm 4. The user was instructed to perform an emergency power off and another power cycle for further troubleshooting. At an unspecified time, it was further reported that the surgeon disabled usm arm 4. No further issue was observed. The user continued with the procedure using the remaining usm arms. Vintuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was inspected prior to use. It was stataed that the procedure was completed with the remaining usm arms. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed and reproduced the issue identifying a defective usm arm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi received the usm arm involved with this complaint and completed the device evaluation. The usm arm was tested with an in house system and failed testing reproducing the error fault identifying defective yaw and pitch housing flat flex cables. The damaged parts were replaced. After further testing, the usm arm was verified as ready for use.